Manufacturer narrative:
Additional narrative: investigation summary: flow: damage. Visual inspection: visual inspection performed at customer quality (cq) it is observed the marker has some minor scratches/nicks and is bent on the shorter side of the marker. No other issues were identified. A device failure was identified. Dimensional inspection: drawing: ø of shaft: ø of center cylinder: overall length: measured dimensions: ø shorter end: conforming, ø longer end: conforming, ø center: conforming, l: conforming. Device used: (B)(4). Document/specification review. The following drawing(s) was reviewed: bone marker #1: based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. Investigation conclusion: no definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot a review of the receiving inspection (ri) for is ped marker/ins incl 8 mks was conducted identifying that lot number mi26591 was released in a single batch. Batch1: lot was released on jan 8, 2013 with no discrepancies. As a result, the ri identified no issues during the manufacturing, and release of this device that could have contributed to the problem reported by the customer. Device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was a tlif (transforaminal lumbar interbody fusion) in l4-5 treating spinal stenosis on (B)(6) 2020. The x-ray markers were distorted during insertion into the pedicle. The procedure was completed without surgical delay. No further information is available. This report is for one (1) is bone marker #1. This is report 1 of 4 for (B)(4).